Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary an empty opened overwrap and a folder with two needle /suture combinations of product code (B)(4), lot lkb944 were received for analysis. This product code is multi strand and double armed. During the visual inspection of the sample, no defects were found on the package. The swage and attachment area of the needles were as expected. The needles was comparison on the needle drawing specification and the needle fall inside shadow lines. Also,the needle was measured in needle diameter, point type, needle type, and the sample met the requirements for to tapper point (B)(4) and is correct for the product code (B)(4). In addition, no damage, defects or anomalies on the needle could be observed. According to condition of the sample received the tips of the needles meet the ethicon needles specification and no incorrect component was noted.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on an unknown date and suture was used. During the procedure, the doctor removed the needle from the packet and the needle was a larger diameter than what the doctor expected. The doctor continued to use the same needle to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.